Manufacturer narrative:
Additional result from failure analysis (fa) investigation: there was no material missing from frayed grip cable.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the jaws of the tip-up fenestrated grasper instrument were not matching up. Additionally, a cable on the tip of the instrument was observed to be broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that an x-ray was performed and did not detect any fragments or foreign bodies inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument and performed failure analysis evaluation. The tip-up fenestrated grasper instrument was analyzed and the reported failure was confirmed. The instrument was found to have a frayed grip cable at the idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. No missing material from the grip cable was identified. There was no evidence of discoloration or corrosion/contamination on the cables. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.